Manufacturer narrative:
Final device investigation found that the device sleeve was returned in good visual condition. The obturator was not returned. Upon eval, the device sleeve was pressure tested for signs of leaking. The sleeve showed no signs of leaking both with and without a test obturator inserted into the device. In addition, the sleeve's insufflation port and stopcock lever were securely fastened and had enough friction to prevent unintended movement. The device history record was reviewed, and no discrepancies were noted. As the device passed functional testing, no conclusion could be made as to what caused the reported event.

Event description:
It was reported that during a laparoscopic hysterectomy when the laparoscopic instrument was placed in the sleeve of the device and manipulated, air would escape from the top of the device, "air expanding" could be heard and the co2 pressure would drop slightly. When the instrument was removed from the sleeve, the air did not escape. The device was used to complete the procedure. There was no pt injury. Additional information was requested, but no additional information was available.